Event description:
Subsequent to the initial report, the following clarification was received: anticoagulation therapy had been stopped beginning of (B)(6) 2012. The patient was hospitalized on (B)(6) 2012 with cardiac failure due to thrombus formation and mitral valve stenosis. No additional information was provided.

Manufacturer narrative:
(B)(6). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip (10024110/(B)(4)). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). This manufacturer MDR report was filed inadvertently, as the event occurred prior to mitraclip approval in the us. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of mitral stenosis, worsening heart failure, and thrombosis, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, the thrombus formation and the heart failure were reported as secondary to the mitral stenosis; however a cause for the mitral stenosis could not be definitively determined. There is no indication of product quality deficiency with respect to the manufacturing, design, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the cardiac failure, mitral stenosis and thrombosis, which occurred after the mitraclips were implanted, and required surgical treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2011 to treat functional mitral regurgitation with a grade of 4. Two clips (10024110/(B)(4), 10024110/(B)(4)) were implanted and the mr was reduced to 1. On (B)(6) 2011, a large thrombus was found. The thrombus was due to a moderate mitral valve stenosis (mean gradient 11mmhg) and large atrium. The thrombus was treated with anticoagulation, with a good overall medical status. Anticoagulation was stopped by referral physician due to bleeding. On (B)(6) 2012, the patient was admitted with cardiac failure due to recurrent big thrombus formation in the left atrium (la) impeding the mitral valve opening. The clips were confirmed to be securely attached to both leaflets. On (B)(6) 2013, after treatment with anticoagulation and resolution of the thrombus, the patient was sent for mitral valve replacement due to the progressive mitral valve stenosis. The patient is doing well. No additional information was provided.